Manufacturer narrative:
The investigation into this complaint that consists of an examination of the ventilator by our field service engineer (fse) and an evaluation of the ventilator's logs has been completed. The fse was on site and reproduced the reported problem. The fse replaced the expiratory cassette. The ventilator passed the pre-use checks and it was put back in service. An evaluation of the logs confirms the reported failure of the flow transducer test during pre-use and the logs further show that the failure it was due to the expiratory cassette. The flow transducer test checks the inspiratory flow transducer. It also calibrates and checks the expiratory flow transducer. During this test, the different subsystems concerned are compared. The failure therefore depends on different causes and several parts that affect this test. The expiratory cassette has a measuring function for expired gases. A failure of the expiratory cassette will not affect the delivered values and gas mixture to the patient. The cause of the expiratory cassette¿s expiratory failure during pre-use check has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref:# (B)(4).